Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to the failure of the membrane from being stored outside the indicated conditions. Corrosion was observed on the underside of the on/off button dome and its contact pads on the membrane pcba. The customer received a replacement device and the returned device scrapped by heartsine.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.